Manufacturer narrative:
Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position (tips of the jaws no more than 2 mm apart) before activating the cutter. Otherwise, the cutter may not securely stay within the guiding track of the jaws.

Event description:
The report stated that during a hysterectomy, the jaws of the ligasure impact locked shut outside of the surgical field. This happened to two devices in the same procedure. Eval of the returned devices on march 28, 2008 found the jaws of the device to be closed on the integrated cutter. The cutter is protruding beyond the perimeter of the closed jaws, which could pose a hazard to the pt or user. The second device from this procedure is being reported on MFR report # 1717344-2008-00119.